Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited an alarm via remote transmission regarding high voltage lead impedance. The patient will be scheduled for a follow up. No further information is available at this time.

Manufacturer narrative:
New information reported that the device was reprogrammed and the patient is well done.